Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 24jan2019. It was reported that the unit was removed from service by the customer and is being dismantled. No parts were received at philips for evaluation, therefore, a root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported unit down. No patient/user harm reported. The event date was not specified; estimate used.